Event description:
It was reported that the device overheated during a procedure. There was no medical intervention and no delay in the procedure alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination and corrosion on the shaft and the bushings of the device